Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, fluid resembling a seroma was noted. The fluid was located in the anterior and posterior lateral quadrants and measured 45.6 x 45.9 x 38.1 mm. These finding were found due to follow up testing. Patient further reported pain, limping and trendelenburg's sign. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "postoperative bone fracture and pain."